Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the permanent cautery spatula instrument to perform failure analysis. The instrument was analyzed and found to have a broken pitch cable at the proximal clevis hub. The crimp was missing, and the cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did exhibit damage that would have contributed to the cable breaking. The proximal clevis has scratches. Additional observation related to customer reported complaint: the instrument was found to have mechanical indentations/burrs at the proximal clevis. Additional findings not related to customer reported complaint: the instrument was found to have various scratches on the main tube. Scratches and abrasions on the main tube are deemed cosmetic damage. The scratches measured approximately 0.1715¿ - 0.1470¿ in length and are axially aligned with the tube axis. Material was not missing from the surface of the main tube. Components adjacent to this scratched main tube do not show damage.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, a wire was broken on a permanent cautery spatula instrument. The procedure was completed and there was no reported known impact or patient consequence was reported.

Manufacturer narrative:
Additional code added to annex c and annex d

Event description:
Refer to h10/h11 for follow-up information.